Event description:
The customer reported the system is displaying an anode temperature alarm after 3 shots. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4).